Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that about 14 days after the implant procedure, a chest x-ray confirmed the left ventricular (lv) lead was displaced and pacing failure occurred. The patient condition had improved so reprogramming was done to change to right ventricular pacing. The lv lead is being monitored and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.